Manufacturer narrative:
The reported event of the helix not extending smoothly and suddenly jumping out was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examination of the lead did not reveal any anomalies. The helix could be extended/retracted by applying torque to the connector pin. No indication of the helix jumping out was observed during the helix mechanism testing. The measured full helix extension length was within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
During an implant procedure, when extending the helix of the right atrial (ra) lead, the helix would not move at first and then would suddenly jump out. As a result, the lead was replaced to resolve the event. The patient was stable and will continue to be monitored.